Event description:
It was reported that patient presented in clinic with high pacing lead impedance. During dft testing, noise was noted after hv therapy was delivered. Diagnostic imaging revealed no externalized conductors, and measurements indicated normal pacing and sensing. Physician opted to explant and replaced the lead. There were no adverse consequences for the patient.